Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire third party service technician was unable to verify the customer's reported issue. The service technician performed a battery run test and the battery lasted over an hour. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
The customer reported that model lap top ventilator 1150 stopped working. The device had a depleted batter at the time of the device shutting down. At this time, it is unknown if there was any patient involvement associated with the reported event.